Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had algae growing in the detergent pipeline. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely that the user facility not following the instructions in the instruction manual led to the malfunction. The event can be detected/prevented by following the instructions for use (IFU), which states the methods in the IFU operation manual ¿3.5 checking and replenishing detergent levels¿ and IFU installation manual ¿4.13 detergent injection ¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.